Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Samples received: 1 open race-pack. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market 2,088 units of this code-batch. There are no units in stock. The thread shows splitting. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: in spite of receiving a defective sample, without closed samples an analysis cannot be performed. Nevertheless, note of this incident is taken and if any closed sample is received in the future, the case will be re-opened and analyze.

Event description:
It was reported by the healthcare professional "that the thread seems to be different in thickness." The thickness can be recognized on the material and it is splitting. It was noticed before surgery and no harm to the patient reported.